Event description:
During bi-vad support left side flows dropped to 0 l/m, "high pressure" and "low flow" alarm activated. Abiomed field service evaluated the console on site and was unable to reproduce the symptom or find any discrepancies with the console. This appears to be a pt related issue.